Event description:
It was reported that the 2 of the bd ultrasafe passive needle guard could not activate safety guard. The following information was provided by the initial reporter: during routine fdf check, two injector devices (nsd) had their fixing hooks deformed. This defect was detected within one device from each fdf sample package (one out of 5 injectors in start and one out of 5 injectors in end)

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-mar-2024 h.6.: investigation summary: confirmed: reported condition is within specification.

Event description:
It was reported that the 2 of the bd ultrasafe passive needle guard could not activate safety guard. The following information was provided by the initial reporter: during routine fdf check, two injector devices (nsd) had their fixing hooks deformed. This defect was detected within one device from each fdf sample package (one out of 5 injectors in start and one out of 5 injectors in end).